Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and there were no nonconformances found that are related to this complaint. The product evaluation visual inspection revealed that the handle unscrews from the shaft. There exist residue on the shaft near the threads which resembles dried thread locker adhesive. Several wear marks exist on the shaft which are consistent with field use. All features related to this complaint measured during this evaluation meet specifications, therefore, this complaint is invalid from a manufacturing perspective.

Event description:
It was reported that during a plif procedure at l3-l4, the surgeon was trying to loosen the locking screw to reposition the screw and the tip of the screwdriver broke. The piece was retrieved. The surgeon used another to complete the procedure. During this same procedure, the handle of the stardrive screwdriver t25 with t-handle came loose. The surgeon used another instrument and the procedure was completed. This is 2 of 3 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the product development event evaluation showed when compared to pd evaluation scenarios, it is probable that the surgeon attempted to loosen with the instrument, which is a non-torque-limiting handle. This allowed an application of torque well over the recommended 10 nm, causing the thread locking compound to fail. As a result, the instrument became disassembled & unable to transmit torque as intended. The matrix technique guide as well as other product support information fully illustrates the proper method of tightening / loosening a matrix locking cap using a 10 nm torque limiting handle. Since the driver in question is a fixed t-handle t25 driver, its use was in a manner inconsistent with the recommended technique. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).